Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also reported the implantable pulse generator (ipg) exhibited early battery depletion. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.